Event description:
The nurse referred to the sales rep that: during the surgery, whilst the surgeon was unscrewing the screws, he had to change the screwdriver because after twisting, the bits became beveled. The surgeon used another item and it happened again. The surgeon then screwed the screws using the allen spanner.

Manufacturer narrative:
Same pt event as MDR 9610622-2009-00363.